Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of lens became stuck in the injector and could not be implanted and the plunger of the injector passed beneath the lens additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).